Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/perforation of fallopian tube/device perforated tube and was adhered with scare tissue"), device dislocation ("migration of essure device"), pelvic pain ("pain/pelvic pain/lower pelvic pain/right sided pelvic pain"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 627924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after 1st test. Provided recommended repeat test in 6 months to check right side : approximate - repeated again 6 months after 1st. Concurrent conditions included sexually transmitted disease nos and low back pain. Concomitant products included docusate sodium, ibuprofen, naproxen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives/recurring hives"), bacterial vaginosis ("recurring bv"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("reduction in vision"), fatigue ("fatigue"), alopecia ("hair loss") and anaemia ("anemia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), pain ("pain full body"), gingival bleeding ("bleeding gums") and gingival pain ("sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, headache, blood disorder, cardiac disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, anaemia, pain and gingival pain outcome was unknown, the pelvic pain, migraine, visual impairment, alopecia and gingival bleeding was resolving and the urticaria and bacterial vaginosis had resolved. The reporter considered allergy to metals, alopecia, anaemia, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, gingival pain, headache, hormone level abnormal, menorrhagia, migraine, pain, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (left tube occluded). Left tube occluded not right. In (B)(6) 2012: unilateral occlusion (left tube occluded). Test showed failure to occlude, breakage, malposition and migration of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs and mr received. Reporter information were added and updated. Lot number were added. Medical history, concomitant drug and lab data were added. Date of insertion were updated and removal date were added. This case become incident. Event injuries to herself were replaced with pain/pelvic pain/lower pelvic pain/right sided pelvic pain. Event : hormonal changes describe: imbalance, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, hives/recurring hives, recurring bv, migraines, headaches, blood or heart disorder/condition, migration of essure device, dental problems, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s))/perforation of fallopian tube/device perforated tube and was adhered with scare tissue, reduction in vision, fatigue, weight gain, hair loss, anemia, pain full body, bleeding gums were added. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/perforation of fallopian tube/device perforated tube and was adhered with scare tissue/failure to occlude (close) fallopian tubes'), device breakage ('device breakage'), device dislocation ('migration of essure device') and pelvic pain ('pain/pelvic pain/lower pelvic pain/right sided pelvic pain/predominant right side pain') in a 34-year-old female patient who had essure (batch no. 627924-not valid, b27824-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. After 1st test. Provided recommended repeat test in 6 months to check right side : approximate - repeated again 6 months after 1st. Concurrent conditions included sexually transmitted disease and low back pain. Concomitant products included docusate sodium, ibuprofen, intrauterine contraceptive device (paragard) since 2012, medroxyprogesterone acetate (depo-provera) in 2011, naproxen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and experienced bacterial vaginosis ("recurring bv") and anaemia ("anemia"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced urticaria ("hives/recurring hives"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), visual impairment ("reduction in vision/ vision/ eye problems- type"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), pain ("pain full body"), gingival bleeding ("bleeding gums") and gingival pain ("sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, headache, blood disorder, cardiac disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, anaemia and pain outcome was unknown, the pelvic pain, migraine, visual impairment, alopecia, gingival bleeding and gingival pain was resolving and the urticaria and bacterial vaginosis had resolved. The reporter considered allergy to metals, alopecia, anaemia, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, gingival pain, headache, hormone level abnormal, menorrhagia, migraine, pain, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (left tube occluded). Left tube occluded not right.; in (B)(6) 2012: unilateral occlusion (left tube occluded). Test showed failure to occlude, breakage, malposition and migration of essure. Lot number reported 627924 is not valid. The lot number reported (b27824) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/perforation of fallopian tube/device perforated tube and was adhered with scare tissue"), device dislocation ("migration of essure device"), pelvic pain ("pain/pelvic pain/lower pelvic pain/right sided pelvic pain"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 627924-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after 1st test. Provided recommended repeat test in 6 months to check right side : approximate - repeated again 6 months after 1st. Concurrent conditions included sexually transmitted disease and low back pain. Concomitant products included docusate sodium, ibuprofen, naproxen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives/recurring hives"), bacterial vaginosis ("recurring bv"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("reduction in vision"), fatigue ("fatigue"), alopecia ("hair loss") and anaemia ("anemia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), pain ("pain full body"), gingival bleeding ("bleeding gums") and gingival pain ("sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, headache, blood disorder, cardiac disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, anaemia, pain and gingival pain outcome was unknown, the pelvic pain, migraine, visual impairment, alopecia and gingival bleeding was resolving and the urticaria and bacterial vaginosis had resolved. The reporter considered allergy to metals, alopecia, anaemia, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, gingival pain, headache, hormone level abnormal, menorrhagia, migraine, pain, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (left tube occluded). Left tube occluded not right.; in (B)(6) 2012: unilateral occlusion (left tube occluded). Test showed failure to occlude, breakage, malposition and migration of essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine, pelvic pain. Lot number reported 627924 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-apr-2019: update of information (batch is invalid) incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/perforation of fallopian tube/device perforated tube and was adhered with scare tissue"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic pain ("pain/pelvic pain/lower pelvic pain/right sided pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627924-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: after 1st test. Provided recommended repeat test in 6 months to check right side : approximate - repeated again 6 months after 1st. Concurrent conditions included sexually transmitted disease and low back pain. Concomitant products included docusate sodium, ibuprofen, naproxen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("hives/recurring hives"), bacterial vaginosis ("recurring bv"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("reduction in vision"), fatigue ("fatigue"), alopecia ("hair loss") and anaemia ("anemia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), pain ("pain full body"), gingival bleeding ("bleeding gums") and gingival pain ("sensitvity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, headache, blood disorder, cardiac disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, anaemia, pain and gingival pain outcome was unknown, the pelvic pain, migraine, visual impairment, alopecia and gingival bleeding was resolving and the urticaria and bacterial vaginosis had resolved. The reporter considered allergy to metals, alopecia, anaemia, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, gingival pain, headache, hormone level abnormal, menorrhagia, migraine, pain, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (left tube occluded). Left tube occluded not right.; in (B)(6) 2012: unilateral occlusion (left tube occluded). Test showed failure to occlude, breakage, malposition and migration of essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine, pelvic pain. Lot number reported 627924 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/perforation of fallopian tube/device perforated tube and was adhered with scare tissue/failure to occlude (close) fallopian tubes'), device breakage ('device breakage'), device dislocation ('migration of essure device'), pelvic pain ('pain/pelvic pain/lower pelvic pain/right sided pelvic pain/predominant right side pain') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. 627924-not valid, b27824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. After 1st test. Provided recommended repeat test in 6 months to check right side : approximate - repeated again 6 months after 1st. Concurrent conditions included sexually transmitted disease and low back pain. Concomitant products included docusate sodium, ibuprofen, intrauterine contraceptive device (paragard) since 2012, medroxyprogesterone acetate (depo-provera) in 2011, naproxen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: imbalance") and experienced bacterial vaginosis ("recurring bv") and anaemia ("anemia"). In september 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2014, the patient experienced urticaria ("hives/recurring hives"). In december 2014, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), visual impairment ("reduction in vision/ vision/ eye problems- type"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), pain ("pain full body"), gingival bleeding ("bleeding gums") and gingival pain ("sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, headache, blood disorder, cardiac disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, anaemia and pain outcome was unknown, the pelvic pain, migraine, visual impairment, alopecia, gingival bleeding and gingival pain was resolving and the urticaria and bacterial vaginosis had resolved. The reporter considered allergy to metals, alopecia, anaemia, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, gingival pain, headache, hormone level abnormal, menorrhagia, migraine, pain, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in january 2012: unilateral occlusion (left tube occluded). Left tube occluded not right.; in july 2012: unilateral occlusion (left tube occluded). Test showed failure to occlude, breakage, malposition and migration of essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine, pelvic pain. Lot number reported 627924 is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome updated for: sensitivity. Events clubbed: perforation (fallopian tube(s))/perforation of fallopian tube/device perforated tube and was adhered with scare tissue/failure to occlude (close) fallopian tubes and pain/pelvic pain/lower pelvic pain/right sided pelvic pain/predominant right side pain. Event onset date were updated. Lot number added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.